Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated they perform pre-clean steps without any delay but there is a possibility that sufficient brushing could not be performed. The device was not correctly reprocessed at the time of pickup of the device for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was deviated from the instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif type xp150n operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif type xp150n reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings documented in b5, other findings are as follows; objective lens had a scratch; due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up/down/left direction did not meet the standard value; universal cord had a scratch; adhesive on bending section cover was detached; due to wear of angle wire, the play of up/down/right/left knob was out of the standard value; and there was a stain on the distal end of the endoscope. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope insertion tube was buckling. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material at the nozzle unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.